Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when processed using vitros troponin I es reagent with a vitros 5600 integrated system. The most likely cause of the event is related to an instrument issue. Two different vitros tropi es precision tests performed on the vitros 5600 integrated system, one prior to service actions and one post service actions, were not within ortho guidelines. The field engineer (fe) suspected signal reagent (sr) contamination within the microwell subsystem of the vitros 5600 integrated system. However, the customer no longer wanted the instrument serviced as the instrument was no longer to be used by the customer and was due to be removed from their laboratory. A sample issue cannot be ruled out as a contributor to the event as the fe visiting the customer site stated that the patient sample was turbid. The vitros instructions for use states not to use turbid samples. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Based on historical quality control results a vitros tropi es lot 3260 performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3260. However, the customer does not process a control fluid with a troponin I concentration below the url. Therefore, the performance of the vitros tropi es reagent lot 3260 below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample: result of 0.068 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros troponin I es patient result was not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).